Manufacturer narrative:
Product return was received on (B)(6) 2019 and product was identified as an oral-b power oral care refills cross action eb50 on (B)(6) 2020. Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Lip stuck between refill [lip injury]; brush sprung apart while brushing [device breakage]; product counterfeit [product counterfeit]. Case description: consumer e-mailed and stated that the brush sprung apart while he was brushing. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Lip stuck between refill [lip injury]. Brush sprung apart while brushing [device breakage]. Case description: consumer e-mailed and stated that the brush sprung apart while he was brushing. No serious injury was reported.